Event description:
Report rec'd indicated that during a percutaneous transluminal angioplasty in the area of the left groin (vessel unk), balloon was reported to have burst. The vessel was described as calcified. Balloon inflation was performed with a syringe. The balloon catheter was retrieved and exchanged for another to end procedure successfully. There was no pt injury. This product has been returned for eval and testing, however, the engineer's report is not yet complete. Add'l info will be sent within 30 days upon receipt.